Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter 6.0 x 200 mm, 150 cm was selected for this endovascular therapy procedure to treat peripheral arterial disease of the superficial femoral artery. The target lesion had 100% stenosis with moderate calcification and tortuosity. The physician inserted the catheter, and during treatment the balloon ruptured upon a single inflation at 8 atm for eighty seconds. The balloon was removed without any problem. The procedure was able to be completed successfully using another ranger without sequela.